Event description:
It was reported that the pt underwent a total hip arthroplasty in (B)(6) 2008. The pt experienced pain and problems bending at the waist and climbing stairs. A bone scan showed hot spots, in which his dr told him that he needed a revision. The revision surgery was not done up to now.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. No clear root cause could be determined. The failure rate for early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).